Manufacturer narrative:
Product complaint # (B)(4). A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Investigation summary: it was reported that the device had pull off - suture needle issue. It was received one empty labeled winding former, a detached needle and a dispensed suture of product code 6965, lot mla190 for analysis. During the visual inspection of the needle, the swage and attachment area were as expected and remnant of the suture was noted into the barrel hole and slightly marks were observed on the edge of the needle that appears to be by the use of a surgical instrument. The dispensed suture was examined along of the strand and the end of the suture is cut appears to be by the use of a surgical instrument. Per the sample condition the assignable of the performance - pull off - suture needle, suggest an improper handling of the sample.

Event description:
It was reported that a patient underwent a procedure for atrial fibrillation (afib) on (B)(6) 2019 and suture was used. During the procedure, the needle took away from the thread. The needle was retrieved immediately after the event because it was directly visible to the operator. The needle was retrieved with no patient consequence. No additional information was provided.